Event description:
During a cardiopulmonary resuscitation class, a student collapsed and was attended to by the emergency medical service instructor. Cardiopulmonary resuscitation was administered and the device connected to the pt but, according to the rptr, the device continuously alarmed "connect electrodes" and would not analyze the pt's rhythm. Cardiopulmonary resuscitation was continued until an advanced life support unit arrived with a backup defibrillator/monitor and the pt was transported to the hosp. The pt was resuscitated.